Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead was returned in good condition and passed all functional testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with the scs system consisting of an ipg and a paddle lead on (B)(6) 2007. It was reported that the patient began feeling overstimulation approximately 2 hours after the implant procedure. Lead impedance testing showed 9 invalid contacts. The patient was reprogrammed using the remaining valid contacts and the issue was resolved. On (B)(6) 2007, lead impedance testing showed 11 invalid contacts and on (B)(6) 2007, all 16 contacts showed invalid impedances. The lead appeared fractured on an x-ray. The lead was removed on (B)(6) 2007, and returned to ans for analysis.